Manufacturer narrative:
Exemption number e2019001. (B)(4). The device is not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. It should be noted that the mitraclip instructions for use (IFU) states that "without removing the protective cover, carefully slide the clip introducer (ci) over the clip.¿ it further warns the use ¿do not compress the clip arms.¿ the user error of inserting the ci forcefully over the clip likely resulted in the reported difficult to insert ci over clip. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report difficult to insert and torn material. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. An ntr clip delivery system (cds) (90114u176) was being prepared per the instructions for use (IFU); however, when attempting to load the clip into the clip introducer (ci) the clip was pushed too hard and the ci jumped into the clip, causing the ci to become caught on the grippers. The physician opened the clip and noticed that little bits of the ci were in the grippers; therefore, the clip was not used and was replaced. Two mitraclip¿s (90417u377, 90510u114) were successfully deployed without issues. However, towards the end of the procedure, a mild pericardial effusion was noted. It is unknown which device caused the pericardial effusion. A pericardial drain was inserted to drain the effusion. It was noted that drain will remain attached for the next couple of days. The patient remained stable throughout the entire procedure. Mr reduced to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.